Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.